Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient¿s cgm was providing ¿low readings¿, no specific value reported. The patient did not test a bg meter reading for comparison. The patient then began to feel lightheaded, nauseous, and tired. This is when the patient¿s husband decided to take the patient to the emergency room. At the ER, the patient¿s bg meter reading was 790 mg/dl and the cgm was reading low mg/dl. It was reported the patient was treated with an IV insulin drip. The patient stayed in the ER ¿overnight¿ before being discharged home, however, the specific time the patient stayed in the ER was not reported. The patient was in good condition at the time of report. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.